Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error 260.4130 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that a second pump was obtained to infuse additional ivf (1l of ns) post op.  The device was attached to the pole, plugged into the wall, and the set loaded.  The user then turned the power on and the pump alarmed with a red banner stating "channel b not working, code: (B)(4)."  Biomed found no issues.